Event description:
Related manufacturer reference number: 2017865-2019-05081. It was reported that the patient presented with a ruptured implant pocket. The physician removed the pacemaker and lead and implanted it on the right side. The patient is stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.